Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced inability to mute suction alarms via the console's "mute" button. The console was power cycled and the issue could not be reproduced. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. The console (ic5445) was sent back for further investigation. The root cause of the ¿mute¿ key unresponsive was unable to determine because the failure mode was unable to reproduce. This report is being filed as part of a retrospective review of historical records.